Manufacturer narrative:
The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced barrel clamp, front case, rear case, wiper seal, tube drive, carriage block, iui connectors, and holder top disk. Performed pm, and calibration. Based on the findings, service determined that the proximate cause of the reported issue was due to damaged/cracked barrel clamp assy. A review of the device history record for sn (B)(4) was performed from date of manufacture 06/10/2011 to the present date 10/14/2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
Broken/damaged. It was reported there was no patient involvement.